Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, patient had heart block. The valve was successfully implanted at a depth of around 3mm. After the procedure, a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of heart block during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported heart block appears to be related to procedural condition. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. Codes removed.